Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose went from 157 mg/dl to 335 mg/dl at lunch time. Customer realized that insulin had leaked onto shirt. Customer reported that cannula was broken in half. At this point, customer's blood glucose was 470 mg/dl. Customer declined troubleshooting stating that leak was not due to insulin pump but was due to infusion set. Customer changed infusion set.